Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed but at this time no parts have been replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when setting up for a case the system displayed an emitter box communication error. The site checked external connections and rebooted the system twice. No patient was present at the time of the event. Update from the site stating that the issue was able to be replicated. The back of the emitter box was an 8. The emitter interface revealed no faults in the drive or noise, but four codes on the power output for the emitter box.